Event description:
It was reported that during an unknown procedure the tissue pad fell off and the jaw of the device could not be closed. Changed to another one to complete the procedure. No adverse event on the patient. One device will be returning

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). The device was returned with the clamp arm detached from the inner tube, but firmly fixed to the outer tube at the clamp arm weld. The tissue pad was found melted and partially detached (not missing from the device as reported). The shaft was found damaged at the mid section of the outer tube. The device was connected to a test handpiece and generator and it did activate during functional testing. However the clamp arm of the device did not open and closed as expected. Possible causes of the clamp arm detachment are not closing the trigger when sliding the torque wrench on and off; not closing the trigger when introducing or removing through the trocar; or possible entanglement in fibrous tissue. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Avoid activating the blade without tissue between the blade and tissue pad to prevent damage to the tissue pad. No conclusion can be reached in how the outer tube of the device got damaged, however the damage found on the outer tube prevented proper activation of the clamp arm.